Manufacturer narrative:
The customer could not provide the lot number. Without the lot number, the device history record could not be reviewed. The customer discarded the sample. Without the sample, the root cause could not be identified. These devices are made with qualified, tested, and approved materials. The product was made to meet specification requirements, and is not made with natural rubber latex. A review of this product catalog number identified no trends for this issue in the last twelve months. We will continue to monitor complaints for such issues. Awareness documented training was provided to the involved employees, and the quality inspector will continue to monitor the product.

Event description:
Nurse states ¿during the procedure my nose was itching, by the end of the day I had hives around the right side of my mouth. The next day my whole face was swollen¿. She saw a physician and was told to keep taking benadryl every 6 hours and was prescribed a prednisone pack for 6 days.